Event description:
It was reported that gradual increase in the lead impedance was noted via (B)(6) transmission. The patient is asymptomatic and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.